Manufacturer narrative:
Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that during the implant procedure it was not possible to interrogate this newly implanted device. Three other devices were interrogated successfully thus a programmer malfunction was not suspected. Various steps were taken in order to interrogate the device but there was no success. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observation.